Manufacturer narrative:
(B)(4). Jaw.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips deployed okay then after this the clips were twisted and not forming correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient.